Event description:
It was reported that a balloon rupture occurred. A 5.0mmx40mmx135cm sterling (f) balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the balloon was ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.